Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm motion sensor test failure alarm and unable to perform occlusion test and unexpected restart error test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test and self test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file. Insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during prime sequence. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that a motor position encoder error and a motion sensor test failure was found in the insulin pump alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.